Event description:
This is the first report of two involving a cam02 from the same facility. It was reported that there was an issue with a cam02 "catheter failure error message." The cam02 actually had come in for a maintenance, and the problem was found at that time. A different cable and catheter was used on the cam02 in question, and still had the catheter failure error. The original cable that came with the cam02 worked fine on a different cam02.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra completed its internal investigation 06/08/2015. Method: DHR review: review of complaint management database for similar complaints; visual examination. Results: device history record reviewed. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as when specification prior to the cam02 monitor been released. Service history: there is no service history for cam02 monitor for this customer. A review of cam02 complaints was completed in complaint - management system using the following key words "catheter failure" in the search criteria. Three complaints contained the search criteria. The quaintly of complaints over the review period with the key word identified in the complaint review is calculated as 0.03 percent. Visual examination verified the complaint incident. Conclusion: the customer complaint was verified and the cause of error code e2010 was identified as a defective sensor board in the cam02 monitor.